Event description:
It was reported that the patient presented via a merlin.net transmission with an alert for high, out of range, pacing lead impedance. When the patient was brought into clinic, increased capture threshold with intermittent capture were observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.